Manufacturer narrative:
Additional narrative: the insertion-handle for a2fn shows various damages caused during mechanical mishandling. There are uncountable marks of hammering located on the underside of the handle. The 45 degree bore for the protection sleeve 03.010.063 was deformed during not allowed hammering on the body of the insert-handle. This deformation and the resulting burrs at inside of the bore are the reason why the two devices got stuck together. The device was manufactured and distributed in 2011 and hence has been several years in service before it got damage because of mechanical mishandling. The DHR review shows that the device met fully to our specifications at the time of manufacturing in september 2011 and there were no issues that would contribute to this complaint condition. No manufacturing related issues on both devices were found. The root cause is determined to be excessive use and mechanical overloading. The location bore of the insertion handle was deformed because of mechanical mishandling. No manufacturing related issues on both devices were found. The root cause is determined to be excessive use and mechanical overloading. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part: 03.010.351 lot: 7561517, manufacturing location: (B)(4), manufacturing date: 26th september 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2016 was a surgery to treat a femur fracture. The surgeon was not able to insert a protection sleeve smoothly into insertion handle. By turning simultaneously, he pushed in the sleeve. But the sleeve was pushed in for only 2.3 cm and stuck there. He pulled out the sleeve and found scratches along the circumference. He thinks the scratches may have made while he was turning the sleeve. Also he found burrs inside the insertion handle. He did not hammer the sleeve. The surgery was prolonged by 20 minutes. The amount of bleeding increased due to the extension of surgery. Complaint involves 2 parts. This report is 1 of 2 for (B)(4).